Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's infusion set's tubing detached and was not getting connected. Currently (B)(6) 2020), patient's blood glucose level was 132 mg/dl. No further information available.